Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. During a levetiracetam infusion the nurse observed the solution ¿¿shooting out of ¿the 2nd port (1st port below pump).¿ the patient required an additional dose of levetiracetam at 500 mg/100ml. While there was no report of patient harm, the patient did require treatment with a second dose of levetiracetam. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure and clear passage underwater testing and a leak was observed at the second y-site clearlink component. The reported condition was verified. A device autopsy was performed and found a hole in the component from the third-party supplier. Therefore, the cause of the event was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.